Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference all related MFR. Report numbers: 1221359-2022-03275 in through 1221359-2022-03277 in.

Event description:
The customer reported three (3) unconfirmed false positive results with the ID now covid-19 assay performed on (B)(6) 2022. This MFR. Report addresses 3 of 3 result. The customer reported an unconfirmed false positive result with the ID now covid-19 assay performed on (B)(6) 2022 on a direct tested nasopharyngeal swab that generated a positive result. Repeat testing was performed, the patient had the same sample tested two additional times and both generated positive results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1069853 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1069853 and test base part number 190-430 / lot 1069853. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1069853 showed that the complaint rate is (B)(4)%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference.